Manufacturer narrative:
The customers reported incident of oil dripping from hand piece and burning the patient is confirmed based on photographic evidence of the burn provided by the reporter. An evaluation of the returned device found a broken fork in the saw head, cast stator failed ground bond and the lever was missing. Additionally, the preventative maintenance is overdue. The service history was reviewed and found the previous (prior to this incident) preventative mainenance was performed in march 2018. A DHR review was not conducted as the device has been in the field more than 12 months. Based on the date of manufacturer, the age of the device at the time of incident was 9 years and 10 months a two-year review of complaint history revealed there has been a total of (B)(4)complaints, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). As this is a reusable device, the potential number of uses is not considered in this failure rate. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user to handle all equipment carefully. If any equipment is dropped or damaged in any way, return it immediately for service. The IFU also advises the user that failure to follow the specified service interval could result in reduced instrument performance or overheating of the hand piece. Overheating can lead to possible burn injury to the patient or medical personnel. The recommended service interval for this device is 12 months. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported reported issues with the micropower reciprocating saw, item # 00602002300 (6020-023), sn # (B)(4), that ness plastic surgery recently experienced on (B)(6) 2021. Information received indicates they were working in the jaw and the oil dripped from the handpiece onto the inside of the patient's bottom lip. It is noted the procedure was successfully completed with a 20minute delay by using another saw. Although requested, no further information was provided. This report is being raised on the basis of injury due to the reported burn.